Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. Zimvie received one implant for evaluation. Visual evaluation identified the implant with signs of use, apparent bone / tissue attached to external threads. The implant was fractured at the collar region. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported that the implant at tooth site #14 fractured and was removed.

Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. B3: date of event is not provided / unknown. D4: unique identifier (UDI) number is not provided / unknown. E1: initial reporter¿s title and last name are not provided / unknown. G4: additional 510(k) number is k013227.